Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was due to the drive shaft not being at the "home position," likely attributed to unintended user error. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The archive data review indicated several ua45 on and around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering up, confirming the reported complaint. The encoder drive shaft was rotated to the home position by accessing the admin menu. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6) was used to resuscitate a 35-year-old male in cardiac arrest. After 2 minutes of manual CPR, the autopulse was deployed. However, it repeatedly displayed user advisory 45 (not at "home" position after power-on/restart). Despite several attempts to initiate compressions and resolve the issue, the problem persisted. Manual compressions were continued for the remainder of the call. There were no adverse effects on the patient.